Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20221. It was reported the patient experienced loss of stimulation. As a result, a surgical intervention was taken to explant and replace the scs leads. However, the physician was unable to implant the new scs leads due to the patient's anatomy and subsequently, abandoned the procedure. (Abandoned procedure: reference MFR. Report # 1627487-2015-20222 & 1627487-2015-20223).

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.